Event description:
It was reported that stent expansion failure occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified biliary. A 10x80x75 epic vascular stent was advanced for treatment. However, the radial force does not seem to be enough. Eventually, the stent was implanted, and the procedure was completed with the original device. No patient complications were reported.